Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a fracture as evidenced by high pacing impedance, unstable thresholds, and pocket stimulation. It was also reported that the patient's right atrial (ra) lead was showing oversensing and the presence of noise. The ra lead function was programmed off and the ra lead remains in place. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.